Event description:
Reporter indicated that patient experienced an increase in seizures and was subsequently hospitalized. The patient was reportedly receiving benefit from the vns therapy until the event date, when the increase in seizure activity began. The patient's seizure activity has increased from 2 seizures per week to 32 per day. Device diagnostic testing was within normal limits, indicating proper device function. It was reported that the device seems more movable in the chest wall. The patient's family member reports that magnet swipes are now felt intermittently. Prior to the event, the patient would always cough during a magnet swipe, but now the coughing response is intermittent. Further follow-up revealed that x-rays taken four days later revealed no discontinuities in the ncp system. The patient's generator was replaced 6 days later. The lead was not replaced. The new generator was programmed to on the same day and the patient was reported to be doing better. Site was unwilling to download device programming history for review since the patient had been programmed on several different computers. It was reported that the patient's device was programmed to the same settings for the past 8 months. Using the last reported device settings, the projected life of the device was determined. The expected battery life at the known device settings was calculated to be from 1.80-6.57 years. At the time of event, the device had been implanted for approximately 2.4 years. The actual life of the battery was well within the calculated range as determined with known device settings. Normal end of service is suspected. The device was discarded and is not available for analysis.